Event description:
We received a phone call from (B)(6) on (B)(6) 2010 stating that there was a death at their facility a couple of weeks ago. The patient fell out of bed during the night shift, and her head was trapped between the mattress and side rail. The cause of death was reported as asphyxiation due to neck compression.

Manufacturer narrative:
The product has not been returned for evaluation at this point. The facility will return the mattress if not already discarded. There is nothing about the product design that should lead to falls or entrapment, but a detailed review of the mattress will be available pending its return. Attached you will find the user instructions detailing information on entrapment and the use of bed rails.